Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the outer gasket seal failed, ripped on (2) 511sd's. There was no consequence to the pt.